Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34; product lot/serial number: r202918; product type: heart valves; implant date: n/a; explant date: n/a product ID: evfxplus-34; product lot/serial number: r203070; product type: heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a transcatheter aortic valve implant procedure using a 34 mm evolut fx+ system, the valve inflow crown bent backwards when the loader had not noticed that the valve moved away from the backplate during the crimping stage of loading. The valve was removed from the delivery catheter system (dcs) and was exchanged for a new 34 mm valve, which was then loaded into the same dcs and loading kit. Although loading was smooth, a sharp metal protrusion was detected along the dcs during visual inspection prior to screening. Fluoroscopic inspection was performed, but the metal protrusion did not appear on imaging. According to the reporter, it was thought that the metal protrusion may have been due to the second valve puncturing through the dcs, but upon releasing the valve to inspect, the metal was still protruding when the valve had been removed. Subsequently, the entire system was rejected and discarded. A new 34 mm valve, dcs, and loading kit were loaded smoothly and used for the procedure.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a misload occurred; however, the loader was experienced. Additionally, there was a procedural delay of approximately 15 minutes.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.